Event description:
Unopened "resplabs CPAP (continuous positive airway pressure) mask cleaning wipes" (lot r-10199) purchased directly from amazon fba were tested by an independent iso-certified lab (matexcel). Results: total aerobic count 1.5 × 10? Cfu/g and yeast & mold 7.7 × 10? Cfu/g. Both values exceed usp/iso microbial safety thresholds by more than 100-fold. Composition analysis found benzalkonium chloride only 0.04¿0.06%, far below recognized antimicrobial levels. Hundreds of consumer reviews since 2021 report mold, foul odor, and adverse reactions. These wipes are marketed for CPAP mask cleaning (respiratory exposure pathway in elderly/immunocompromised users). This constitutes a significant contamination hazard. Result is expressed in cfu/g (colony-forming units per gram). Exceeds usp/iso microbial limit (~150× higher for bacteria, ~770x higher for mold).